Event description:
Boston scientific received information that the lead was eroding. Dr. (B)(6), united kingdom implant. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).